Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted under intracardiac echocardiography (ice) guidance. The patient was started on dual antiplatelet therapy (dapt) following the implant. At the 45-day follow-up appointment that took place 60 days post procedure, transesophageal echocardiography (tee) identified a thrombus on the face of the closure device. The patient was placed on oral anticoagulants (oac) to treat the thrombus and was discharged home. No further patient complications were reported.